Event description:
The PICC nurse reports that upon withdrawal of the guide wire from the 2 piece placement catheter, the guide wire flexible tip unraveled as it was withdrawn and it became difficult to remove from the pt. The PICC nurse removed the remaining catheter and guide wire together. The outer catheter was bent and the tip was folded into itself. The PICC nurse reports the guide wire unraveled in the vein. Direct pressure applied to site. Attending physician notified. Chest x-ray ordered and reviewed by attending physician. No foreign object noted. Pt examined and in no distress. Pt informed of incident.

Event description:
The PICC nurse reports that upon withdrawal of the guide wire from the 2 piece placement catheter the guide wire flexible tip unraveled as it was withdrawn and it became difficult to remove from the pt. The PICC nurse removed the remaining catheter and guide wire together. The outer catheter was bent and the tip was folded into itself. The PICC nurse reports the guide wire unraveled in the vein. Direct pressure applied to site. Attending physician notified. Chest x-ray ordered and reviewed by attending physician. No foreign object noted. Pt examined and in no distress. Pt informed of incident.

Event description:
The PICC nurse reports that upon withdrawal of the guide wire from the 2 piece placement catheter the guide wire flexible tip unraveled as it was withdrawn and it became difficult to remove from the pt. The PICC nurse removed the remaining catheter and guide wire together. The outer catheter was bent and the tip was folded into itself. The PICC nurse reports the guide wire unraveled in the vein. Direct pressure applied to site. Attending physician notified. Chest x-ray ordered and reviewed by attending physician. No foreign object noted. Pt examined and in no distress. Pt informed of incident.